Event description:
Patient had operative hysteroscopy. Surgeon using bipolar resectoscope with a 24 french loop to excise fibroids. Loop not seen, md visualized the area and was unable to locate the loop. Surgeon proceeded with surgery using another loop, which also disappeared. Md visualized area and was again unable to locate. Scrub tech inspected all sponges for loop tips and was unable to locate either loop. Surgeon reexamined uterine cavity with a diagnostic scope, there was no evidence of the loops. The cavity was irrigated extensively and again reexamined with the hysteroscope and again there was no evidence of retained loops.